Event description:
It was reported that this right ventricular (rv) defibrillation lead was fractured. Surgical intervention was undertaken. The lead was surgically abandoned and a subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No additional adverse patient effects were reported.